Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified vessel below knee. A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with the different device. There were no patient complications nor injuries reported and that the patient status was good.